Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two (2) controllers (B)(6), two (2) controller ac adapters (cac200067, cac200591) and four (4) batteries (B)(6) were not returned for evaluation. Log file analysis was not performed since controller log files were not available for analysis. As a result, the reported events could not be confirmed. The battery, (B)(6), was lubricated prior to release. A power source lubrication procedure was performed on (B)(6), in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. There is no evidence the lubrication servicing was performed on (B)(6). Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause for the reported batteries ¿not recognized by the controller¿ event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Continuation of d9: analysis of the device was unable to be performed. A signed patient consent is required per german medical device law [mpdg article 72 (6)] in order to analyze patient owned devices. Attempts to obtain patient consent were unsuccessful due to xxx {patient refused, facility/hcp unwilling to request, unable to reach patient, etc.}; therefore, no physical device analysis was performed on the returned product and the product will be sent back to the facility. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 17-aug-2021 h3: <(><<)>no, device evaluation anticipated, but not yet begun> <(> <<)>yes> <(><<)>delete h3 if no pending analysis (return or log file)> dev rtn to MFR? Yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 12-nov-2021 h3: <(><<)>no, device evaluation anticipated, but not yet begun> <(> <<)>yes> <(><<)>delete h3 if no pending analysis (return or log file)> dev rtn to MFR? Yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 12-nov-2021 h3: <(><<)>no, device evaluation anticipated, but not yet begun> <(> <<)>yes> <(><<)>delete h3 if no pending analysis (return or log file)> dev rtn to MFR? Yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 17-aug-2021 h3: <(><<)>no, device evaluation anticipated, but not yet begun> <(> <<)>yes> <(><<)>delete h3 if no pending analysis (return or log file)> dev rtn to MFR? Yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 12-nov-2021 h3: <(><<)>no, device evaluation anticipated, but not yet begun> <(> <<)>yes> <(><<)>delete h3 if no pending analysis (return or log file)> dev rtn to MFR? Yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 17-aug-2021 h3: <(><<)>no, device evaluation anticipated, but not yet begun> <(> <<)>yes> <(><<)>delete h3 if no pending analysis (return or log file)> dev rtn to MFR? Yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 17-aug-2021 h3: <(><<)>no, device evaluation anticipated, but not yet begun> <(> <<)>yes> <(><<)>delete h3 if no pending analysis (return or log file)> dev rtn to MFR? Yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were power switching and were not recognized on the controller. The controllers, batteries and controller ac adapters were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2018 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 31-mar-2017, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ controller ac adapter, model #: 1425-de / catalog #: 1425-de / expiration date: asku / serial or lot#: (B)(4) UDI #: asku, available for eval: no, mfg date: asku, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ controller ac adapter, model #: 1425-de / catalog #: 1425-de / expiration date: asku / serial or lot#: (B)(4) UDI #: asku available for eval: no, mfg date: asku labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: asku / serial or lot#: (B)(4), UDI #: asku available for eval: no, mfg date: asku, labeled for single use: no (B)(4), heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2020 / serial or lot#: (B)(4) UDI #: (B)(4), available for eval: no, mfg date: 04-dec-2019, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial or lot#: (B)(4), UDI #: (B)(4), available for eval: no , mfg date: 28-mar-2018, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 27-mar-2018, labeled for sinlge us: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data associated with power switching. An additional battery subsequently tested out of specification during manufacturer¿s analysis of the log file data. The battery was returned with no associated allegation.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the returned battery (B)(6) passed visual inspection and passed functional testing. The battery was able to adequately connect to and provide power to a test controller. Log file analysis pertaining to (B)(6) revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. There is no evidence the lubrication servicing was performed on bat211202. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650de/ catalog #: 1650de/ expiration date: 30-nov-2016/ serial #: (B)(6) UDI #: (B)(4) d9: yes, return date: 20-jun-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 30-nov-2015 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: two (2) controllers (B)(6) two (2) controller ac adapters (cac200067, cac200591) and four (4) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6), cac200067, cac200591, (B)(6) and (B)(6) revealed that the devices passed visual inspection and functional testing. The batteries were able to adequately connect to and provide power to the test controller. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing of the controller was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis pertaining to (B)(6) revealed that the controller was not in use during the reported event. Log file analysis pertaining to (B)(6) revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and (B)(6) within the analyzed period. Additionally, analysis of the data log file revealed multiple instances involving bat905417, where the battery¿s relative state of charge (rsoc) was between 101-201 which is indicative of communication errors. The observed communication errors are an additional finding not related to the reported event. As a result, the reported power switching events were confirmed, however, the reported batteries not recognized on the controller event could not be confirmed. The battery,(B)(6), was lubricated prior to release. A power source lubrication procedure was performed on (B)(6), (B)(6),and cac200591, in accordance with the requirements under fsca cvg-18-q4-19 on 18-jul-2018. There is no evidence the lubrication servicing was performed on bat814836 and cac200067.the most likely root cause of the observed contamination with the controller ports can be attributed to handling of the device. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) and (B)(6) fall within the bounds of this CAPA. Possible root causes of the observed communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors and/or to momentary disconnections on the communication pins of the controller, potentially due to contamination of the controller power ports. Additional products: d4: serial #: (B)(6). H3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6). H3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6). H3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6), h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6). H3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6). H3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6). H3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.